Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored a ventricular tachycardia (vt) episode showing a fast ventricular response to an atrial arrhythmia. The episode was stored because the ventricular rate was greater than the atrial rate due to some undersensing on the atrial channel. It was noted the atrial sensitivity was programmed to a fixed 0.5mv. An email was sent to the clinic recommending further review of the atrial settings. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. An alert was issued in the remote monitoring system as the atrial intrinsic amplitude was low, out of range at 0.4mv. Atrial sensitivity remained at 0.5mv, and significant undersensing of the patient's atrial fibrillation (af) was observed in an atrial tachy response (atr) episode. An email was sent to the clinic recommending further review of programmed parameters to ensure appropriate arrhythmia detection. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker stored a ventricular tachycardia (vt) episode showing a fast ventricular response to an atrial arrhythmia. The episode was stored because the ventricular rate was greater than the atrial rate due to some undersensing on the atrial channel. It was noted the atrial sensitivity was programmed to a fixed 0.5mv. An email was sent to the clinic recommending further review of the atrial settings. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.